Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had issues charging the implantable pulse generator (ipg) past 2 bars. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed of by the facility.